Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and drain pain. The cause of the event was not reported. It was reported that the patient was not hospitalized for the events. The patient was given antibiotics for two days. The patient returned to the clinic after eight days and the effluent remained cloudy. The patient was treated with unspecified antibiotics intraperitoneally for two weeks. It as reported that the patient has recovered from the event. At the time of this report, the action taken with pd therapy was not reported. No additional information is available.